Event description:
The customer reported "no charge." It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: the issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable, as the event does not present potential risk of patient harm or injury as the event was a request for parts only; no malfunction was reported.